Manufacturer narrative:
(B)(4). The lot was manufactured from february 5, 2014 to february 6, 2014. The device was returned for evaluation with approximately 50 ml of fluid in its reservoir. Visual inspection noted a white particle, 3.2 mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be polyisoprene material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is in progress, upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a single day infusor was observed to have a white particle inside the elastomer. There was no patient involvement. Additional information was requested and is not available.